Event description:
It was reported by repair work order that the customer alleged the cot did not catch on the safety hook and the cot dropped causing a patient injury.

Event description:
It was reported by repair work order that the customer alleged the cot did not catch on the safety hook and the cot dropped causing a patient injury.

Manufacturer narrative:
The customer had reported that while they were unloading the cot they had missed the safety hook and the cot dropped out of the ambulance. The customer reported that the patient was sent to the ER as a result of the drop due to an injury from the event, however they could not provide any further details of the injury. When the service technician arrived to perform the evaluation of the alleged unit, the customer could not make the unit available. The customer informed the service technician that they have already performed an evaluation and the unit functioned to specifications and no further follow up was necessary. The customer reported that no additional training was needed regarding product use.